Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to high blood glucose, diabetic ketoacidosis, and spoilt insulin on (B)(6) 2018, with blood glucose of 600 mg/dl at the time of the incident. The customer was at 687 mg/dl at the time of the call. The customer used the pump to treat. The customer experienced symptoms such as difficulty breathing, chest pain, and vomiting. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer had pus when they pulled out their infusion set, and the site was sore and irritated. The customer had surgery due to a cyst being in their body and stated this could have caused the high. The customer also reported a lost meter. The insulin pump will not be returned for analysis.